Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose level was 412 mg/dl at the time of the incident. The customer treated with a bolus. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, self-test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The motor passed the motor test. No motor error alarm was noted. The drive support disk was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corner.